Event description:
Attempt to place PICC on left arm in basilic vein. Unable to thread guide wire, resistance met. Needle with wire pulled out of arm together, noted that wire was frayed and piece appeared to have broken off. Surgical removal on (B)(6) 2011 required.